Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional/correction d10: device availability ¿ additional h2: additional information /device evaluation/correction h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes ¿ additional h10: correction.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed due to (0.45 vdc). Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Signal loss it was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.